Event description:
It was reported during a trial procedure on (B)(6) 2023 the physician was having trouble placing the lead in the epidural space due to possible directional issues. Trial was aborted due to patient having respiratory issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.